Manufacturer narrative:
Customer included a note with the sample returned for evaluation that indicated: "valve placed in right eye and was not functioning. (B)(6) reported to rn it was defective" device history record was reviewed and no issues were observed. Sample was manufactured, inspected and released in compliance with specifications. The sample was visually inspected and no damage was observed. The steady states pressures were measured for the sample at a physiological flow rate and was found normal.

Event description:
Customer reported low flow when priming.